Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported that patient was not responsive , "bouts of confusion and that they had a stroke. No further complications were noted or anticipated.